Manufacturer narrative:
This is being submitted in response to FDA mw report mw5043086. This lot is expired at the time of this report. This report is being prepared and submitted by the manufacturer in response to the med watch report noted above.

Event description:
An origen 13 french dual lumen catheter lot n18573 was used for extra corporeal membrane oxygenation support. As the run continued, the catheter appeared to become undone at the hub where it is inserted in the patient. When decannulated, the catheter was saved and the hub was inspected to find exposed wires and the "sleeve" of the catheter becoming undone. Origen catheter was used continuously with ECMO dates of use.